Event description:
It was reported that, upon opening the device, there was no implant attached to the delivery pusher. There was no patient contact.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The product issue reported could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation conclusion the investigation of the returned coil system found the pusher returned without the implant attached, but no indications of thermal activation using a detachment controller was observed on the pusher heater coil. The implant was reported missing in the event; however, the build record for this lot number indicates the device had the implant attached to the pusher and met the specification prior to releasing the packaged device. The pusher's monofilament showed a tensile break shape at the tip, which indicates that the device experienced force that exceeded the strength of the monofilament causing the implant to separate from the pusher.

Event description:
No additional information was received, please see h6 & h11.